Event description:
It was reported that during an ultrasound guided breast marker placement procedure, the marker failed to release into the cavity and came along with the needle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one senomark ultra biopsy marker applicator, tip guide, tip protector and partial pga pads were returned for evaluation. Upon visual evaluation, the device appeared to have blood residue throughout. The applicator was returned with the plunger fully depressed. Partial pad was noted within the applicator. Upon functional testing, an attempt to deploy the returned pads however it was unsuccessful, the plunger appeared to not touch the pad. The biopsy applicator was x-rayed, and it was noted the marker was not present. Upon additional evaluation, the plastic tip of the plunger assembly was missing from plunger assembly and the peg push pellet was not within the marker applicator. The shorter length plunger rod would have contributed to the deployment issues, as the plunger would not have been able to fully press the pads out of the applicator. Therefore, the investigation is confirmed for the reported separation failure and identified component disassembled, component missing as the plastic tip of the plunger assembly was missing from plunger assembly and the peg push pellet was not within the marker applicator. A definitive root cause for the alleged separation failure and identified component disassembled, component missing is determined to be manufacturing related based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2024).